Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018 and an adverse event. The patient stated the dexcom had been 100 points off. The patient had been treating themselves with insulin based on the reading on the cgm. The patient stated her sugars were running high on her phone and was not alerted. She stated she couldn't understand why her sugars kept increasing even after taking insulin, so she decided to go to the hospital. While in the hospital, she stated the cgm was displaying 362 mg/dl compared to the hospital bg meter that was reading 550 mg/dl. The patient was treated with insulin and fluids until her blood sugars were in normal range and was sent home. The patient was not admitted to the hospital. Additionally, the patient provided values of 198 mg/dl on the cgm and her bg meter was in the 200's on (B)(6) 2018. At the time of contact, the patient was feeling better. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.